Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button sticking. The customer¿s blood glucose was unknown. The numbers was ramping quickly when entering carbs, insulin pump was louder during rewind, battery life was diminished, scratch on screen. The insulin pump will not be returned for analysis.